Event description:
On (B)(6) 2013 surgeon reported that he recently re-operated on one of his colleagues pt for a recurrent abdominal wall hernia as the pt had been experiencing abdominal pain. At re-operation the surgeon found the previously placed surgimesh e-2226, which was placed using permanent tack fixation, separated from the abdominal wall on one side and of a reduced size. The surgeon chose to place a second surgimesh (o-2636) over the previously placed surgimesh. The pt recovered uneventfully.